Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: bilateral fallopian tube'), fallopian tube perforation ('perforation(fallopian tube)') and genital haemorrhage ('general abnormal bleeding') in a 51-year-old female patient who had essure (batch no. 686781-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included anemia. Concomitant products included ethinylestradiol;norethisterone (neocon) in september 2018 for bleeding genital. On (B)(6) 2010, the patient had essure inserted. In november 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In september 2018, the patient experienced pelvic pain ("pain/chronic pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition: left ovarian follicular cysts"), cervicitis ("cervicitis"), adenomyosis ("myometrial adenomyosis"), endosalpingiosis ("benign endosalpingiosis") and adnexa uteri cyst ("paratubal cysts") and was found to have leiomyoma ("leiomyomata"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdomianl pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, ovarian cyst, cervicitis, adenomyosis, leiomyoma, endosalpingiosis and adnexa uteri cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and genital haemorrhage had resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, cervicitis, device dislocation, endosalpingiosis, fallopian tube perforation, genital haemorrhage, leiomyoma, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date:- (B)(6) 2010. Patient received treatment for events- device migration, fallopian tube perforation, vaginal bleeding, menorrhagia, follicular cyst of ovary, cervicitis, adenomyoma, leiomyomata, endosalpingiosis, paratubal cyst concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy abnormal bleeding, pelvic pain, left ovarian follicular cysts. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- general abnormal bleeding. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: bilateral fallopian tube') and fallopian tube perforation ('perforation(fallopian tube)') in a 51-year-old female patient who had essure (batch no. 686781 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included anemia. Concomitant products included ethinylestradiol;norethisterone (neocon) in (B)(6) 2018 for bleeding genital. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced pelvic pain ("pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition: left ovarian follicular cysts"), cervicitis ("cervicitis"), adenomyosis ("myometrial adenomyosis"), endosalpingiosis ("benign endosalpingiosis") and adnexa uteri cyst ("paratubal cysts") and was found to have leiomyoma ("leiomyomata"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, ovarian cyst, cervicitis, adenomyosis, leiomyoma, endosalpingiosis and adnexa uteri cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, cervicitis, device dislocation, endosalpingiosis, fallopian tube perforation, leiomyoma, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date:- (B)(6) 2010 and (B)(6) 2010. Patient received treatment for events- device migration, fallopian tube perforation, vaginal bleeding, menorrhagia, follicular cyst of ovary, cervicitis, adenomyoma, leiomyomata, endosalpingiosis, paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ heavy abnormal bleeding, pelvic pain, left ovarian follicular cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: bilateral fallopian tube') and fallopian tube perforation ('perforation(fallopian tube)') in a (B)(6) female patient who had essure (batch no. 686781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included anemia. Concomitant products included ethinylestradiol; norethisterone (neocon) in (B)(6) 2018 for bleeding genital. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced pelvic pain ("pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition: left ovarian follicular cysts"), cervicitis ("cervicitis"), adenomyosis ("myometrial adenomyosis"), endosalpingiosis ("benign endosalpingiosis") and adnexa uteri cyst ("paratubal cysts") and was found to have leiomyoma ("leiomyomata"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, ovarian cyst, cervicitis, adenomyosis, leiomyoma, endosalpingiosis and adnexa uteri cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, cervicitis, device dislocation, endosalpingiosis, fallopian tube perforation, leiomyoma, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2010 and (B)(6) 2010. Patient received treatment for events- device migration, fallopian tube perforation, vaginal bleeding, menorrhagia, follicular cyst of ovary, cervicitis, adenomyoma, leiomyomata, endosalpingiosis, paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy abnormal bleeding, pelvic pain, left ovarian follicular cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added, case become incident, previously reported event injury to herself was deleted, newly added events- device migration, fallopian tube perforation, vaginal bleeding, menorrhagia, pelvic pain female, follicular cyst of ovary, cervicitis, adenomyoma, leiomyomata, endosalpingiosis, paratubal cyst, lower abdominal pain, device monitoring procedure not performed, product indication were updated, essure insertion date were updated and removal date was added, reporter was added, consumer height was added, lab data was added, medical history and concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.